Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type:catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-jul-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On (B)(6) 2018, it was reported that since a few weeks ago, the patient had needed multiple dose increases which began suddenly. A dye study was attempted tuesday((B)(6) 2018)) but it didn't work. The hcp wanted to know what troubleshooting could be done to rule out a problem with the catheter. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause for the ¿dye study not working¿ was determined. At the time of the pump replacement (B)(6) 2018, the catheter was not occluded. The actions and interventions taken to resolve the issue was pump replacement. It was noted that the new device is working. No further complications were reported.